Event description:
Per the clinic, the device was explanted due to infection on (B)(6) 2011. Attempts were made to treat the infection (dates and types not reported) however, these were unsuccessful in resolving the issue. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's equipment record, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2013.